Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator underwent magnetic resonance imaging (MRI) without the operator of the MRI scanner knowing they had a device. The caller requested episode review to ensure appropriate device function. Upon review of the submitted data, a technical services (ts) consultant noted that oversensing during the MRI led to inhibition of pacing of an unspecified duration. Ts suggested further troubleshooting options. No adverse patient effects were reported. This device remains in service.